Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-06052. The patient received two percutaneous leads from different lots on (B)(6) 2011. It was reported that the patient's leads were replaced on (B)(6) 2011 due to lead migration. Effective stimulation was recaptured for the patient as a result of this event. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.